Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Unable to test with minilink transmitter and perform displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to button keypad anomaly. Insulin pump had minor scratched display window and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the buttons were not responsive. Customer reported the sensor was alarming high blood glucose but customer was unable to clear it. Customer's blood glucose was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.